Event description:
It was reported that during service and repair pre-testing, it was discovered that the craniotome device had a ¿broken foot ". The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which found that the device had a broken foot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/ or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.